Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that the the automated impella controller (aic) displayed yellow ¿controller error¿ and lost aortic (ao) placement signal during impella 5.5 support. This error informed the user to switch to backup controller. Patient tolerated switch to backup controller.

Manufacturer narrative:
The investigation for the console (aic) controller alarm (yellow alarm) has been completed. Console logs from the reported day of event are consistent with complaint and show pump was disconnected from the console twice during case start, and after third connection operating correctly for less than an hour. At this point data from optical bench was no longer available, and a controller error alarm (#1043, opm communication stopped) was triggered. The logs also reported processsamplingdatafromopticalbench: sentstopacquisitioncmd ack, indicating ossiopsens receive thread gets a data sampling packet with an unexpected length. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are lastly reported as +16384 values and then no more samples were recorded. The absence of snr samples impacted the console¿s ability to recognize the pump disconnection and required the user to perform a hard shutdown. Pump was then transferred to ic1027 where no issues with placement signal occurred. The console was returned for evaluation and was tested on an engineering lab bench. The failure mode was not reproduced while running an optical pump. There was no issue with the console hardware. The root cause of the controller error was due to an aic software issue.